Manufacturer narrative:
This report is submitted august 13, 2018.

Event description:
Per the clinic, the patient developed an infection, unrelated to the device, and subsequently was administered oral antibiotics and corticosteroids for three months; however, this did not resolve the issue. The device was explanted (date not reported) and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report.